Event description:
IV was started on patient. Went to activate the chloraprep stick to clean the area when the glass component of the inside of the chloraprep burst through the side of the plastic and punctured rt middle finger pad, going through gloves and started to bleed for a few minutes. Cleaned the area, applied pressure and applied a bandage. No harm was done to the patient.